Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of calibration not possible, there was a deviation between the stylus and the cursor on the screen. It was additionally noted that there was a cut in the stylus cable and its overall shielding was visible but the stylus was working correctly, that the upper bullets were broken and errors were found in the software history. The touch screen connector was reseated, cleaned and its parameters were reset, the stylus and upper bullets were replaced and new software was installed. The programmer passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that calibrating the programmer was not possible. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.